Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30; serial/lot: (B)(4); description: dbs directional lead sterile kit 30 cm. Model: nm-3138-55; serial/lot: (B)(4); description: 55cm 8 contact extension. Model: nm-3138-55; serial/lot: (B)(4); description: 55cm 8 contact extension.

Event description:
It was reported that twelve days after the implant procedure, the patient experienced loss of therapy on the right side of the body and high impedances on the left lead. A CT scan was performed and revealed a cyst was beginning to form on the left lead. After additional imaging was performed, the physician assessed that the patient developed an abscess on both hemispheres of the brain. The patient was treated with antibiotics. The patient underwent a revision procedure and the entire system was explanted. All explanted devices were discarded by the facility. A culture was performed and the results were negative for bacteria. The patient was stable and doing well postoperatively.